Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. No water filling possible, mixing pump has been found to build no pressure as it has been too weak to work properly. Mixing pump was replaced during the pm process. Circulation pump has been found to build no pressure as it has been too weak to work properly. The device underwent pm servicing while in for repair. Circulation pump, heater and drain ports have been replaced. The device passed the procedure and can be placed back into normal use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had cooling issues . Per wo review on (B)(6) 2023, patient was switched to another device and there was no patient impact. Per follow-up on 03mar2023, patient switched devices and there was no impact. Device was sent to crs medical for repair. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed mixing pump. It was stated that the circulation pump had been found to build no pressure as it has been too weak to work properly. It was noted that the circulation pump was replaced.

Event description:
It was reported that the arctic sun device had cooling issues. Per wo review on 27feb2023, patient was switched to another device and there was no patient impact. Per follow-up on 03mar2023, patient switched devices and there was no impact. The device was sent to crs medical for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.